Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient reported, the therapy had never helped their symptoms. And that "for a long time, 6 months ago or more", they started to get these sharp pains "where the implant " was, "where the probe" was going. The patient stated, that they'd lost some weight. And that the pain started, while they were losing weight. That "it used to be tighter", but now it was "loose". The patient further clarified, that they could wiggle their lead and it protruded out from under the skin. The patient also stated, that they couldn't lay on their back or side, because of it. But "for some reason", since their fall, their pain didn't hurt as much for them. The patient then made a confusing statement, that "3 or 4 months after they took the probe in, you know how things are embossed". The patient stated, "that's the way this probe is", that they could feel where it was "embossed". The patient stated, they told their managing health care provider (hcp) about the issue, and the hcp did an x-ray. The patient stated, they didn't quite understand what the x-ray report said, but they thought they could read, that the hcp didn't see a problem with the implanted system. The patient stated, all they knew was the hcp never called them back to their office after they got the x-ray results. Patient services reviewed, with the patient to continue discussing their concerns about the device, and their pain with the hcp.

Manufacturer narrative:
Continuation of d10: product ID: 978b12, lot#: va2knzb, implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2knzb, ubd: 08-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.